Event description:
The customer reported obtaining inconsistent ion selective electrode (ise) patient results including sodium (na) values, but mostly chloride (cl) with low anion gap on their dxc 600i clinical chemistry system. The customer repeated testing and obtained expected results. No erroneous patient results reported outside the laboratory. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided initial results for twenty-one (21) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer and identified the probable cause as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).